Event description:
Report received from the USA stating that the device's nose tube came apart. The device was not being used during surgery. Unknown if injury or medical intervention occurred. No additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and the report of metal shavings could not be confirmed; no metal shavings were observed during testing. However, the unit did exhibit worn/dry bearings, a cutter could not be inserted, and the tip was flared. The condition of the device was likely due to normal wear from use over time. If additional info is received, a supplemental report will be sent. (B)(4).